Event description:
It was reported that a 30-25mm amplatzer talisman pfo occluder was selected for an implant on (B)(6) 2022. During the procedure the device not deploy properly. Instead of a flat disc, device appeared like mushroom cap-like disc. Upon recapturing the right disc two times and redeploying and still not resolving the issue, the device was removed form the patient prior to release from the delivery cable. No interaction with cardiac structures during deployment and no angulation or kink noticed in the delivery system. A new 25-18 mm amplatzer talisman pfo occluder was successfully implanted in the patient. Patient remain hemodynamically stable throughout the procedure. No patient consequences were reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional and dimensional specifications when analyzed under non-physiological conditions. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.